Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized and diagnosed with peritonitis on (B)(6) 2018. A peritoneal effluent fluid culture (date unknown) was collected and the results were positive for enterococcus faecalis and white blood count (wbc) was 21,138 (unknown units). The patient was prescribed and treated with vancomycin and ceftazidime (dosage, route, frequency and duration unknown). The pd nurse reported that the cause of peritonitis resulted from touch contamination due to the patient not washing their hands adequately. The patient has been discharged on an unknown date and has been moved to hemodialysis (hd). The patient is recovering from this event and is continuing with hd therapy.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a temporal relationship between the event of peritonitis with subsequent hospitalization and the peritoneal dialysis therapy utilizing the liberty cycler set. Per the peritoneal dialysis registered nurse there was a breach in aseptic technique as the patient did not wash their hands adequately as seen in the culture results of enterococcus faecalis bacteria. There is no documentation in the complaint file that shows a causal relationship between the peritonitis event and any fresenius product. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.